Event description:
On (B)(6): field service engineer reports during customer courtesy check, they found the max fluoro dose above the 10r/min specification.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.